Manufacturer narrative:
Evaluation of the device found the therapy connector was missing a pin and both the upper and lower cases were damaged and need replacement. The likely cause of the paddles not being detected was the missing therapy connector pin. The customer declined repair. Stryker advised the customer to discontinue use of this device.

Event description:
The customer contacted stryker to report their device did not detect the defibrillation electrodes and the therapy connector was broken. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device did not detect the defibrillation electrodes and the therapy connector was broken. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to confirm the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.